Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that when IV tubing used, the fluids have an obstruction and not allowing free movement to prime tubing.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported tubing is obstructed when trying to prime, and returned one used tubing of material 2420-0007, lot 25033153. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and no issues or flow obstructions were found. The reported issue of fluid blockage could not be replicated, and the complaint could not be verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the occlusion could not be found without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement..